Event description:
Patient revised due to loosening of the femoral component and insert. Tray was well fixed. Intraoperatively found severe osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after sixteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.